Manufacturer narrative:
The device was explanted on (B)(6) 2024. Upon receipt, the ICD was received for analysis. The lead was not returned. The ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021. The quality documents accompanying the manufacturing process for this ICD and lead were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified.

Event description:
It was reported that eri status was detected via home monitoring. The device change will be done. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.